Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie drawer was not on bus. A field service engineer (fse) found that cubies in drawer 5 row a were not detected on the bus and identified liquid spillage on the row board. The fse replaced the cubie tray for drawer 5 and tested the drawer using the hardware test application (hta), confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.